Event description:
The hcp reported, the patient's pump was stopped in july after a single bolus was programmed and not a subsequent simple continuous infusion. The patient experienced "minor withdrawal symptoms that at the time, they attributed to a sinus infection". The patient was brought into the clinic and the pump mode is in stopped pump with 17.9ml left in the reservoir. A follow up report will be sent if additional information is received.